Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1598 showed one other similar product complaints from this lot number.

Event description:
Facility reported to the sales rep that the cuff on the catheter was not secure and was "moving". A new device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter cuff was confirmed and the cause was determined to be use related. The product returned for evaluation was a 7fr groshong chronic central catheter. The sampled contained usage residue throughout the length of the tubing and the cuff was completely discolored a red/brown color. Gross visual evaluation of the device confirmed that the cuff was completely detached from the catheter and could be slid along the catheter tubing. Microscopic examination of the cuff adhesive residue on the catheter found that the adhesive had been appropriately applied. Tactile evaluation revealed extreme tensile strength loss between the 24cm-27cm depth markings (immediately proximal of the originally-adhered cuff). Extreme tensile strength loss was also observed at the proximal end of the catheter. The observed strength loss, along with no apparent evidence of a manufacture anomaly, was indicative of a tensile event which caused the cuff to become detached from the catheter, likely during use. A lot history review (lhr) of rebq1598 showed one other similar product complaints from this lot number.

Event description:
Facility reported to the sales rep that the cuff on the catheter was not secure and was "moving". A new device was used to complete the procedure. No patient injury reported.